Manufacturer narrative:
Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusion set ports fell off while the patient was sleeping. No further information was available.